Manufacturer narrative:
(B)(4). Visual evaluation of pictures provided identified that the pin was assembled with the cut guide and was fractured, however, it could not be confirmed whether the instruments were seized. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during knee arthroplasty that when the surgeon was pinning the distal cutting block, the pin became stuck in the cutting block and could not be removed. No adverse events were reported as a result of this malfunction.